Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a torn optic. (B)(4).

Event description:
The reporter indicated that a haptic of cq2015a, +20.0 diopter, intraocular lens turned around the plunger and tore off on insertion. The lens was removed and another lens was implanted and patient left in satisfactory condition. No patient injury occurred.

Manufacturer narrative:
Corrected data: g4-initial MDR date 05-sept-2019 corrected to 06-sept-2019. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that a haptic of cq2015a, +20.0 diopter, intraocular lens turned around the plunger and tore off on insertion. The lens was removed and another lens was implanted, the patient was left in satisfactory condition. No patient injury occurred, patient is good. Cause of event was reported to be user error. Claim#: (B)(4).